Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
The device was returned for evaluation.

Manufacturer narrative:
As reported, the tension indicator of a 6f mynx control venous vascular closure device (vcd) got stuck when pulling back on the device prior to venous deployment, and the operator was unable to visually confirm appropriate tension before deploying the sealant using button one. Hemostasis was achieved using a figure-of-8 technique. There was no reported patient injury. The procedure was an interventional procedure performed using a retrograde approach. Venous access was used, and the user was trained on the device. The patient outcome was reported as recovered. The device storage temperature did not exceed 25°c, and no resistance was noted during device use. Additional event details were requested; however, not provided. One non-sterile mynx control venous vascular closure device (vcd) was returned for investigation. Visual inspection of the device showed that button 1 was fully depressed, and button 2 was fully depressed. The stopcock was found open, with a cordis mynx syringe attached to the unit. The sealant was not returned for this evaluation. Regarding the condition of the sealant sleeves, no abnormal conditions were observed. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was not retracted. The core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. The simulated deployment test could not be performed initially because the sealant was not returned for evaluation, and the device was received in a fully deployed state with both button 1 and button 2 fully depressed. Additionally, the balloon was observed not retracted upon receipt. The device was reset to its manufactured configuration to attempt replication of the reported condition. After resetting, the tension indicator was properly aligned. Subsequently, button 1 and button 2 were depressed in the instructed sequence, and the balloon was successfully retracted. The reported events of ¿tension indicator-no change to tension indicator¿ and ¿tension indicator-inadequate visibility¿ were not observed through analysis of the returned device as it was received with button 1 fully depressed and there were no anomalies noted after the device was reset. However, an additional condition was noted of ¿balloon-retraction jam¿ as the device was received with button 2 fully depressed and the balloon not retracted. The exact cause of the issues experienced and the observed condition could not be determined during product evaluation. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the issues with the tension indicator, especially since the device was received with button 1 fully depressed. However, handling factors (such as putting pressure on the button when attempting to position the device) is possible since the device passed functional analysis after the device was reset. Regarding the received condition of the balloon, a product engineering team (pet) review was conducted, where the balloon retraction jam was classified as a secondary failure and a product evaluation finding. The balloon retraction jam observed in the returned unit is most likely attributable to an out-of-sequence operation, which is adequately addressed in the current instructions for use (IFU), rather than a design or manufacturing defect. According to the mynx control venous IFU, which is not intended as a mitigation, ¿align the device with the tissue tract. Pull gently to retract the device and procedural sheath until the black line in the tension indicator window aligns with the marks on both sides of the white handle. This indicates that the balloon is abutting the venotomy and that the device is positioned to appropriately deliver the sealant extravascular to the venotomy. While maintaining tension alignment of the markings, firmly press button #1 until it is fully depressed. The clock symbol will become visible in the tension indicator window. This deploys and compresses the sealant against the venotomy for effective adhesion.¿ the IFU also warns, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ also, IFU states in step 3: remove device, ¿fully retract the syringe plunger to lock position in order to draw vacuum. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger to stabilize and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Fully depress button #2 to retract the deflated balloon into the device catheter. While maintaining fingertip compression on the skin, remove the device with procedural sheath from the patient.¿ neither the product analysis, nor the information available for review suggests that the reported failures and observed condition could be related to the design or manufacturing process of the unit. For the balloon retraction jam, further assessment will determine whether additional training-related actions are warranted. Therefore, no corrective action/preventive actions will be taken at this time.

Event description:
As reported, the tension indicator of a 6f mynx control venous vascular closure device (vcd) got stuck when pulling back on the device prior to venous deployment, and the operator was unable to visually confirm appropriate tension before deploying the sealant using button one. Hemostasis was achieved using a figure-of-8 technique. There was no reported patient injury. The procedure was an interventional procedure performed using a retrograde approach. Venous access was used, and the user was trained on the device. The patient outcome was reported as recovered. The device storage temperature did not exceed 25°c, and no resistance was noted during device use. Additional event details were requested; however, not provided. The device will be returned for evaluation.

Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.